Event description:
It was reported by the rep the device was use during a laparoscopic hernia repair. It was reported the trocar was being used as the primary port. The safety shield would not retract and allow the blade to be exposed. Another trocar was opened and used to complete the case. There was no consequence to the pt.